Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed the unit presents an f4 fault and alarm tone on power up. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Actors that could have contributed to the failure include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the quantum ii controller had an f4 error message. There was a j&j vapr competitor device available and a delay greater than 30 minutes was reported. No further complications reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during and arthroscopy, the quantum ii controller had an f4 error message. There was a j&j vapr competitor device available and a delay greater than 30 minutes was reported.